Manufacturer narrative:
B3: date of event and d4: UDI number is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr, 803.56, when additional reportable information becomes available.

Event description:
It was reported, that the fluid warmer had a bad switch for the "in line and out line". Patient involvement unknown.

Manufacturer narrative:
Regulatory(B)(6). D10, h3 and h6 - evaluation codes: updated. Device evaluation: one device was returned for investigation. Device received with front cover and enclosure with multiple scratches, quick connect corroded, water tank cover has a crack on the top right corner and it was leaking from the bottom right around the screw hole. Functional testing confirmed the complaint. The device was not alarming, when testing the microswitch. Root cause was attributed to a faulty microswitch. What caused the component to fail could not be established. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced the microswitch, enclosure, front cover, water tank cover, quick connect, membrane switch, reservoir gasket and o-rings. Performed preventative maintenance and calibrated. Device passed functional testing after the completed repairs.